Manufacturer narrative:
On 8/1/2018, mentor received additional information: replacement breast prostheses were filled to 325cc. No complications noted post procedure. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately < 0.1 cm within an area of shell abrasion and crease on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 5927199 was reviewed on 7/31/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor smooth round moderate profile 300cc saline prosthesis, catalog: 3501645, serial number: (B)(4), lot: 5671420. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with mentor smooth round moderate profile 300cc saline prostheses experienced bilateral deflation of the breast prostheses post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 300cc saline prostheses on (B)(6) 2018; catalog # 3501645, s/ns (B)(4). This report is for the left breast prosthesis.